Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury" ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 80-year-old male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient lost complete pulsatility and pressure. The physician also discovered a perforation from initial fellow stick on left side. The patient was administered two units of packed red blood cells (prbcs). A balloon tamponade and covered stent were also placed. After treatment and revascularization, the physician elected to wean and explant the impella device.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The root cause of access site bleeding was not determined because of the limited clinical information provided and the product was not returned. It was mentioned that the there was perforation to lv, but this does not explain the cause of access site bleeding. Hence the root cause is not determined.